Manufacturer narrative:
The pump was not returned to animas. If the pump is returned, an eval will be conducted and a supplemental report will be filed. Delivery history was reviewed with the nurse and confirmed as accurate. The nurse does not implicate the pump as it relates to the pt's injury. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no data in the black box or download histories from the time of the reported hospitalization due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the keypad was found to be peeling and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the pt was treated in the emergency room for elevated blood glucose levels after losing consciousness.